Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had error in the motor was detected by reading unexpected value from hall sensor. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they were unable to rewound insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify motor position encoder error alarm due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.